Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted. Customer acknowledged that the issue may have been due to having an old transmitter ID number entered into the pump. However, after the ID was corrected and battery charged, the next morning battery had depleted 35 percent. Customer monitored battery and continued to use pump for insulin therapy. Customer's blood glucose was 128 mg/dl.